Event description:
It was reported, implant was outdated and was implanted in the pt. Expire date on box is 05/2012.

Manufacturer narrative:
Device remains implanted. If the device or additional info becomes available it will be reported on a supplemental report.